Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep a new recharger and controller. The rep was walked through disabling device flow as the patient was charging the ins in passive mode for 3 hrs/day for the past 4-5 days. The device was disabled and re-enabled successfully. The ins was at 100% charge level and they were getting normal response from ins. The issue was resolved. The rep said the cause of the issue was an issue with the patient controller. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient¿s battery was at ¿0 volt¿ so they had to recharge it a couple times on a 10 minutes per time to bring the battery back to normal recharge. For two and a half hours, the manufacturer representative tried recharging the battery with the patient with no success. The patient decided to go home and continue recharging with the manufacturer over the phone. The patient¿s recharger was reset, which now showed the battery was 100% charged. It was noted that this was an error with the controller not detecting the battery charge level. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) was discharged because the patient had not been able to charge since implant. The patient had been doing the passive recharge mode process for several hours both in the office and at home. The rep noted that they've been getting around 70 on the antenna locator (al) screen but the patient was overweight and had difficulty getting into certain positions; the recharger belt was being used. The rep later reported that on (B)(6) 2018, the patient attempted to charge passively for three hours and was not able to charge the ins. The controller was charged up and on (B)(6) 2018, the patient tried to charge again passively for three hours but was not able to proceed. The rep then noted that they had not tried to use another controller/recharger (B)(6) to attempt to resolve the issue. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.